Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed failed battery test. Customer mother stated the alarm reoccurred each time a new battery was inserted. Customer's blood glucose was 5.0 mmol/l. Troubleshooting was performed and the alarm persisted after the alarm was cleared, a new battery was inserted, and the battery compartment and cap were cleaned. Customer's mother also mentioned the device had alarmed weak battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery or weak battery alarms were noted. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.